Manufacturer narrative:
One pump was returned for analysis in good condition. No disposable components were returned with the pump for investigation. Investigation of the pump for the issue consisted of visual inspection, pump function/accuracy testing and event log review. Visual inspection found the pump in good condition. The pump did have slight evidence of fluid ingression, no damage. The incident occurrence date for the issue was not stated. Without incident occurrence date known it is not possible to confirm the stated event of broken pump. The returned pump performed normally during verification testing. No errors or alarms occurred, event log review found that all requested doses recorded as being completed. The pump passed functional testing but delivery accuracy tests found the pump to be over delivering the control limit specification of +/- 3% and within the published specification of +/-6%. The pump's expulsor will be trimmed in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was unable to be confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during hospitalization a cadd® cadd-legacy® pca pump was broken. The nurse reports that someone might have pressed the pump; so the patient did not get the right dose. No adverse events were reported.